Manufacturer narrative:
(B)(4). On an unreported date in 2015 a day or so after hospitalization began, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain. The peritonitis diagnosis was made after hospitalization had begun for an unrelated event. The cause of the peritonitis was unknown. On an unknown date, the patient began treatment with unknown intraperitoneal medication (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.